Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal vhd kit size 5 was deployed. The deployer noted an unusual amount of bleeding so occlusive hold was readjusted prior to vasoseal deployment. The puncture site continued to bleed following deployment and manual compression was held to achieve hemostasis. Post deployment pulses were noted by doppler and baseline pulses were palpable. They did not appear mottled and the patient did not offer any complaint. A vascular consult was called and the patient was taken to surgery for a cutdown procedure. The vascualr surgeon noted that he removed a substance which he believed was the vasoseal collagen. No pathology report was available. The pt was discharged the following day without any further reported complications.